Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a carotid artery procedure using the spider fx embolic protection device for a chronic total occlusion (100% stenosis) plaque lesion in the distal common carotid artery, the embolic protection device could not be retrieved. The target lesion was described as having moderate tortuosity and moderate calcification, and the vessel was not pre-dilated but was post-dilated. The spider fx embolic protection device was inside the patient when the retrieval difficulty occurred. A replacement spider fx device was used to complete the procedure. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product analysis device returned with filter basket deployed from delivery catheter deformation to ro horseshoe tags and slight snagging of filter basket floppy tip intact bend to capture wire kink to delivery catheter unable to retract filter basket into delivery catheter filter basket able to be retracted into recovery catheter with significant resistance medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.